Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they take off the mask during the night because they are awakened by inflamed sinuses and pain in their chest. The patient stated that they reached out to their sleep doctor but it has not improved. The patient did not state whether medical intervention was required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged they take off the mask during the night because they are awakened by inflamed sinuses and pain in their chest. The patient stated that they reached out to their sleep doctor but it has not improved. The patient did not state whether medical intervention was required. A pms clinical expert review determined that the allegation of inflamed sinuses and pain in their chest does not constitute a serious injury. Therefore, this report has been changed from adverse event to product problem. Correction to section b1 product problem, removal of adverse event information from b2, h1 has been changed to malfunction, and the h6 health impact code has been corrected to no heatlh consequences or impact. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they take off the mask during the night because they are awakened by inflamed sinuses and pain in their chest. The patient stated that they reached out to their sleep doctor but it has not improved. The patient did not state whether medical intervention was required. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.